Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer states that the back-up battery was not working. Customer did not indicate if a patient was involved

Manufacturer narrative:
No patient details have been provided.